Manufacturer narrative:
The pump was returned for low battery alarm. The pump was reset before error occurred. Detailed trace confirmed the pump low battery alarm that the root cause is the non-sleep anomaly software error. The pump was received with minor scratched lcd window, cracked battery tube threads, scratched case; keypad overlay texture damage and cracked case behind the pump near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump alarmed for low battery and contained damage to screen and key sheet. No further information provided.